Event description:
Paramedics attended to a person diagnosed in ventricular fibrillation. Two defibrillator shocks were administered to the pt. The device was subsequently charged to 360 joules in an attempt to administer a third shock. After reaching full charge, the device allegedly failed to discharge and did not respond to any other front panel control switches. The service indicator also illuminated. The operator cycled device power after which the device functioned properly and a third shock was administered to the pt. The pt was not resuscitated. The operator indicated the reported malfunction did not cause or contribute to the pt's death. This opinion was based on the successful restoration of device operation.